Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. K011028, k013227.

Event description:
It was reported that implant body cannot be removed from the fixture mount. The implant was removed and another implant was placed. No injury or delay. Tooth location 16.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v ha 3.7 mm 3.5mm 8mm (tsvh8) bundle was returned for investigation attached to the mount with its cover screw and opened packaging (images attached in complaint). Visual evaluation of the as returned product system identified minor signs of use and no apparent malfunction. It was determined the device passed functional testing as the mount was easily removed from the implant as intended. No pre-existing conditions were noted on the per, the patient had unknown bone density. The reported device was intended for use on tooth # 28 (universal) and was used for 1 day during the procedure. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the available information, device malfunction did not occur and the reported event was un-confirmed.